Manufacturer narrative:
(B)(6). Review of the most recent repair record determined the comb was damaged. The comb was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
The damaged comb was found in the decontamination department.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. B)(6).

Event description:
It was reported that the comb was damaged. No adverse events have been reported as a result of this malfunction.